Event description:
On 10/28/98 a dentist called and reported a case of severe postopeartive pain reaction after cementation of 16 crowns into one pt's mouth. The pain reaction occurred after treatment with ebs-multi bonding agent and compolute luting cement.